Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140139. A patient experienced loss of therapy/ fractured lead was reported to abbott. It was determined that during a battery replacement a fractured lead was diagnosed. The physician decided to replace the lead. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2024-01430. It was reported during ipg replacement a fracture in the original lead was diagnosed. The investigation was unable to determine which of the lead contributed to the event. The lead was explanted and replaced. Effective therapy was restored post operatively.